Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, pyxis have unusual sound-keeps beeping. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis system was beeping. A field service engineer found that the power supply failed to trigger when without power and running on battery. The comsled was verified as functioning and had been recently replaced, but the power supply dated 2020 was not operating within normal parameters. The power supply was swapped out, and power fail functions were tested. The system now beeps normally when without power and stops beeping when power is restored. The system functioned as intended after the field service engineer repaired the device.